Manufacturer narrative:
The reported field event of header anomaly was not confirmed. The device was above elective replacement indicator (eri) when received. Electrical, longevity, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during implant difficulty to insert lead into the header was noted on the implantable cardioverter defibrillator (ICD). The physician elected to replace the ICD. The patient condition was unknown.